Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the device logs for the medium-large clip applier (part# 470327-11/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system serial # (B)(4). There were 92 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the medium-large clip applier instrument remained hooked to the hem-o-lok clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use. According to the surgeon, this happened several times. The hem-o-lok clip got stuck on one of the blades and they did not know why. The site thought it could be because the hole where the hem-o-lok clip was loaded was slightly more closed or deformed. The surgeon used the green hem-o-lok clips on the vessel or structure. Furthermore, the surgeon confirmed the closure of the clip after ligation and the vessel was no greater than 10 mm in diameter.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The medium-large clip applier was analyzed and found to have severely bent grip tips. The damage was found near the base of the clip groove, causing a 0.016" offset at the tips. As a result, the clip could not be properly loaded on the grips. The instrument failed the clip test, the clip did not release from the grip tips after closing. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.